Event description:
A low reading issue with the abbott diabetes care (adc) device was reported. The customer received unspecified low sensor scan results. It is unknown whether the customer noted a trend arrow on the device. The customer experienced vomiting, felt unwell, and lost consciousness. They were taken to a healthcare center and given IV serum. Later, an ambulance took them to the hospital where a healthcare professional diagnosed dka. The customer received several IV serums to rehydrate, along with insulin, glucose, and glucosate serum. Therapy alternated between saline, glucosate, and insulin. A sensor reading was at 56 mg/dl. Laboratory result showed a value over 500 mg/dl. It is unknown when these reading were obtained in relation to the event. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained.